Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b, implantable pulse generator, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported the patient developed bacteremia. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.